Manufacturer narrative:
Event date is estimated. It was reported to abbott, a patient¿s system was auto reducing. The patient was feeling pain in left leg. The rep found high impedance on the left l2 lead. Surgical intervention was taken where the l2 and l3 lead were replaced. The l3 lead had migrated. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-00571. It was reported that the patient's drg l3 lead migrated, and their l2 lead was auto-reducing and had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's l2 and l3 leads were explanted, replaced, and therapy was restored.